Event description:
A 10ml syringe luer lock with needle 20g 1 comes off syringe too easily. Syringe is hard to aspirate. Hard to pull back. Difficult to open. There was no patient involvement, or patient harm reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).